Event description:
It was reported during a da vinci hysterectomy procedure, the fenestrated bipolar forceps instrument was not holding the tissues properly. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was not confirmed by failure analysis. The instrument was placed on an in-house is 3000 system. The instrument had passed engagement and recognition test. The grips opened and closed properly. Additional observations by failure analysis found the instrument pitch up and down cable were broken/ frayed at the distal clevis hub. The broken cable segment which contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The frayed strands stuck out at the wrist. Additional observations by failure analysis also found the instrument distal end of main tube had various scratch marks with light material removed. The scratches were .199-.302 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however broken pitch cable and/or main tube scratches if to recur could cause or contribute to an adverse event.